Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus ,left occlusion only, perforation'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding / bleed so bad"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), pain in extremity ("my back killing me down both my legs") and back pain ("my back killing me down both my legs"). The patient was treated with surgery (salping. (Bilateral), (interpreted as bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia, genital haemorrhage and migraine had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fatigue, weight gain ,migraine ,headaches, hair loss, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) unspecified:left occlusion only, perforation. Lot number: 627291 manufacturing date:2008/05, expiration date:2010/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event "my back killing me down both my legs" was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus, left occlusion only, perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral), (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, fatigue, weight increased, migraine, headache and alopecia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fatigue, weight gain, migraine, headaches, hair loss, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) unspecified: left occlusion only, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replaced with new event. New events added: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder/urinary problems, fatigue, weight gain ,migraine ,headaches, hair loss, perforation: uterus. Event outcome were added. Reporter information were updated, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus ,left occlusion only, perforation'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and migraine ("migraine"). The patient was treated with surgery (salping. (Bilateral), (interpreted as bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia, genital haemorrhage and migraine had resolved. The reporter considered abdominal pain, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fatigue, weight gain ,migraine ,headaches, hair loss, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) unspecified:left occlusion only, perforation. Lot number: 627291, manufacturing date:2008/05, expiration date:2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus ,left occlusion only, perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and migraine ("migraine"). The patient was treated with surgery (salping. (Bilateral), (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage and migraine had resolved. The reporter considered abdominal pain, bladder disorder, dyspareunia, genital haemorrhage, migraine, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fatigue, weight gain, migraine, headaches, hair loss, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) unspecified: left occlusion only, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: information which was received in the previous fup 2 of (B)(6) 2019 was deleted - the following events - fatigue, weight gain, headaches and hair loss were deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus, left occlusion only, perforation'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and migraine ("migraine"). The patient was treated with surgery (salping. (Bilateral), (interpreted as bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia, genital haemorrhage and migraine had resolved. The reporter considered abdominal pain, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fatigue, weight gain, migraine, headaches, hair loss, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) unspecified:left occlusion only, perforation. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received- new event abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. Reporter information was added. Lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.